Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that shaft break occurred. A 38 x 3.00 and 38 x 2.75 promus premier select stents were each advanced via crossover to the tibial artery. A few centimeters before the noted stenosis, neither stent could not be advanced any further. After increasing the amount off force being used, the catheter shaft broke outside the sheath. The broken end remained outside of the patient and was easily removed from the patient intact. Imaging was completed to confirm that the device was completely removed. The procedure was rescheduled for a later date. There were no patient injuries reported to have occurred.